Event description:
A pt underwent laparoscopic assisted supracervical hysterectomy. The pt returned to the emergency room two days later. Reporting pt had passed a piece of metal when pt urinated. The foreign body was determined to be a broken piece of the ring forcep. Pt reported infection, but the hospital could not confirm it was related to the surgical procedure. No further info has been provided.